Manufacturer narrative:
¿Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Survey results from an interventional cardiologist in practice 16 years. Physician has been using medtronic¿s in. Pact pacific paclitaxel-eluting pta balloon catheter since 2017, using a total of 40 in the last year during percutaneous transluminal angioplasty (pta) procedures, in patients with obstructive disease of peripheral arteries. During use of medtronic¿s in. Pact pacific paclitaxel-eluting pta balloon catheter the following complications were reported associated with the use of the device (not related to the paclitaxel drug coating): access site pain, hematoma, haemorrhage, and/or local infection (bleeding may require transfusion) where a haemolytic was required (4 patients), allergic reaction to contrast medium, antiplatelet therapy, or catheter system components where a haemolytic was required (4 patients), aneurysm, pseudoaneurysm, or arteriovenous (av) fistula with drugs required (6 patients), endocarditis resulting in sepsis (4 patients), failure of the balloon to perform as intended (inflation/deflation/retrieval) due to poor arteries (3 patients), pain and tenderness at puncture sites associated with poor coagulation (6 patients) during use of medtronic¿s in.pact pacific paclitaxel-eluting pta balloon catheter the following complications were reported associated with the paclitaxel drug coating): allergic/immunologic reaction associated with previous allergy (4 patients), alopecia (5 patients), blood product transfusion with drug eluding (5 patients) of the above ae¿s reported for medtronic¿s in.pact pacific paclitaxel-eluting pta balloon catheter; some of these are listed as having been previously reported to medtronic. Due to limited information these are included in reporting.